Event description:
The customer was hospitalized due to high blood glucose over 700mg/dl. The customer was experiencing nausea and vomiting, and her glucose was elevating rapidly. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime and insulin did exit. Performed the high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. Instructed the customer to remove the cannula, and it was not bent or occluded. Reminded the customer to change the infusion set every two or three days. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.